Event description:
Medtronic received information that during testing and maintenance of an act plus instrument, it was reported that unit was failing qc and the temperature is out of range. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer is unsure of the control cartridge lot number. Actrac was used. Quality control is performed every morning, after each repair or preventive maintenance, and before each case. No error code was observed, just high temperatures. Control values not obtained. Medtronic received additional information that the issue was for an electronic quality control tester

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that the act plus instrument was failing qc and the temperature was out of range. The service technician found dried blood on the sensor flag board. The issue was resolved by replacing the sensor assy flag. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during testing and maintenance of an act plus instrument, it was reported that unit was failing qc and the temperature is out of range. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer is unsure of the control cartridge lot number. Actrac was used. Quality control is performed every morning, after each repair or preventive maintenance, and before each case. No error code was observed, just high temperatures. Control values were not obtained.